Manufacturer narrative:
Root cause: the root cause of the report of a pca module alarming when the patient-controlled button was pressed, could not be confirm due to the requested suspect device not being returned for investigation.

Event description:
It was reported that the pca device would alarm "restart channel" when the patient-controlled button was pushed. The patient held remote would not light up indicating another dose was available. There was patient involvement but no harm. Although multiple attempts have been made, the customer has not provided any additional information.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca device would alarm "restart channel" when the patient-controlled button was pushed. The patient held remote would not light up indicating another dose was available. There was patient involvement but no harm.